Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the atrial lead exhibited high capture thresholds, over-sensing noise, inappropriate mode switch, low sensing, and high pacing impedance. The atrial lead was suspected to be fractured. Programming changes were made on the device. Patient was stable.